Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The patient presented with st segment elevation myocardial infarction (stemi). The target lesion was located in the mid right coronary artery (rca). After using a 1.25 burr, a 2.5 x 38 and a 2.5 x 24 stents were deployed in the target lesion. When the rca was opened, the physician noticed another lesion in the posterior descending artery (pda). A 2.25 x 38 synergy ii drug-eluting stent was then advanced to the lesion but the device lodged in the previously deployed stents. The physician attempted to withdraw the device; however, the stent came off the balloon and the wire position was also lost. A non-bsc guide wire was able to cross and after multiple attempts to cross it with balloon catheters, a non-bsc micro-catheter had crossed. The physician exchanged the wires to a wiggle wire and at that point, multiple emerge and nc emerge balloon catheters crossed and crushed the embolized stent into the wall. A 2.5 x 16 and a 2.5 x 20 synergy stents were then deployed over the crushed stent with excellent angiographic results. Patient was sent to ICU. No patient complications were reported and the patient's status was stable.